Event description:
It was reported that on (B)(6) 2018, this patient's implanted implantable cardioverter defibrillator (ICD) was found to have eroded. Surgical intervention was later performed on (B)(6) 2018 and the ICD was explanted and replaced. No additional adverse patient effects were reported.